Event description:
Patient identifier: (B)(6). Date of event: (B)(6) 2012. According to the information received, a piece of plastic broke off and got stuck to the catheter. The customer did not notice this and used the catheter which was painful. The user had an operation and a tiny piece of plastic was found embedded in the wall of her bladder. The plastic was removed and the user is doing fine.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.